Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received that the patient has visited the clinic again with excellent vision. Additionally, it was mentioned that the patient still getting the flickering temporally though no abnormality detected on magnetic resonance imaging (MRI).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. The instructs for use (IFU) states that some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light (starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal intraocular lens (iols), there is a possibility that visual symptoms may be significant enough that the patient will request explant of the multifocal iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced glare sensitive, shadowing, jumping/flickering at near (even with refractive prescription (srx) on +0.50 -0.50 x 165). Surgeon noted flickering/fluttering happens when eyes move quickly from one place to another. Surgeon also noted some mild lattice degeneration inferiorly (no tears or tobacco dust), minimal posterior capsule opacification (pco). The iol was still in patient eye. Additional information has been requested.